Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter became stuck on the wire. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. While the device was running, the catheter became stuck on a thruway wire. The catheter and the wire were removed from the patient as one unit. Another of the same wire and catheter were used to complete the procedure. There were no patient complications and the patient status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter became stuck on the wire. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. While the device was running, the catheter became stuck on a thruway wire. The catheter and the wire were removed from the patient as one unit. Another of the same wire and catheter were used to complete the procedure. There were no patient complications and the patient status was fine.